Manufacturer narrative:
Correction: the ipg depleted normally; therefore, this device is no longer reportable.

Event description:
Additional information received stated that the the product performance engineering (ppe) group calculated the ipg longevity using given parameters and determined the ipg meets normal depletion.

Manufacturer narrative:
Date of event is estimated. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's ipg started displaying the elective replacement indicator (eri) message. The device is still providing therapy. Surgical intervention may take place at a later date to address the issue.